Event description:
The customer reported the ventilator had a pressure sensor failure. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The MFR's field service engineer found that the data acquisition pcb to motor controller pcb cable was not seated. The field service engineer reseated the cable to correct the finding. The service engineer performed performance tests were completed and the ventilator was placed back into service.